Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had an unexpected re-initialization with the transmitter. Customer's blood glucose was over 400 mg/dl. Customer performed a self test on the insulin pump and passed the test.